Event description:
The customer reported to olympus, a e315(scope communication error) was reported on the evis lucera elite colonovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the curved rubber adhesive part was cracked, the play of the angle knob is out of the normal state due to the extension of the angle wire, liquid leakage on the scope connector, scope connector was scratched, scratches on the insertion part serpentine, dirt on the operation part that was difficult to remove, scratches on the operation part, the tip cover may be scratched and scratches on the hardness adjustment ring. Additionally, the switch was scratched, there were scratches on the switch box, operation part, up/ down angle fixing lever, grip, and universal cord. There were wrinkles found on the universal cord and scratches on the scope connector cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a short-circuit of the internal circuit board of the scope connector due to attachment of moisture which resulted from water ingress into the scope connector. Since there was no air leak, a cause of water ingress was not able to be specified. Water ingress without an air leak was presumed to be caused by water invasion of the venting connector from a leak test. Water ingress from the venting connector was possibly caused by the following handling: high-pressure running water directly hit directly against the check valve of the venting connector. While the endoscope was immersed into water, the check valve of the venting connector received some loads such as releasing it by a brush. While the venting connector was wet, connection was done. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.